Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Information received indicates the brake is not holding. Brake casters are locking but will move from side to side.